Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va024gr, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported patient had no stimulation sensation. It was added that patient inquired if there was any way the ins could move. It was indicated that patient was experiencing ¿extreme pain" and does not know if it could be sciatic or the ins. It was reported that the symptoms started "about 2 weeks ago" following a fall. It was reported that patient fell ¿right after memorial day¿. It was indicated that the healthcare provider (hcp) was going by if patient was still reaching a 50% reduction in symptoms. It was noted that patient was going to be seeing a neurologist the of this report regarding the pain.